Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.2 was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7.2 was failed to open. A field service engineer (fse) replaced drawer control board on half height drawer 7.2 and ensured all drawers open/close smoothly, recovered a few medications from between the cubie pockets and tightened a few drawers¿ front panel. The fse realigned ball bearings and installed new slide bumpers for main full height drawer 2 and auxiliary half height drawer 3.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.